Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from mexico reported that she obtained high blood glucose readings with the contour plus meter. No specific readings were provided. The customer stated that she took insulin and experienced symptoms of hypoglycemia. The customer became unconscious and went in a coma state. The customer went to the physician who gave her an orange juice after which she recovered well. The physician performed a blood glucose test at 11:30 a.m. And a reading of 103 mg/dl was obtained. The physician also reduced the customer's insulin intake. The customer refused to provide further event details. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.